Event description:
The device was used to deliver 4 successive shocks to a pt. Reportedly during the 5th charge sequence, the monitor alarmed continuously and did not display "push shock button". The operator pressed the discharge button, the screen remained the same, the alarm continued to sound and the service light came on. The operator believes the device delivered a shock due to the muscular response of the pt. The device was powered off and back on, the operator continued to use the device with no further problem. The pt outcome was not reported.